Event description:
Loss of osseointegration, implant achieved osseointegration, primary stability was achieved, no thread tap used, diabetes mellitus, immediate implantation, peri-implantitis, fistula.